Event description:
Additional information received reported the lead wires externalized behind the patient¿s right ear. There were no symptoms of infection noted, but the lead was assumed to be contaminated. The patient¿s entire system was explanted. Prior to the explant the patient was treated with intravenous antibiotics as a precaution.

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3389s-40, lot# v119981, implanted: (B)(6) 2008, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3389s-40, lot# v119981, implanted: (B)(6) 2008, product type: lead; product ID 3389s-40, lot# v119981, implanted: (B)(6) 2008, product type: lead; product ID 37651, serial# (B)(4), product type: recharger; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
Additional information received reported the patient's removal went well and the patient was in recovery. There were no issues observed and the manufacturing representative assumed everything was healed. The patient did want to be re-implanted at a future date.

Event description:
It was reported the patient had skin erosion at the lead extension connector site. Surgical intervention was done and the healthcare professional created a flap. The skin erosion was healing and the patient status at the time of this report was alive with injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).